Manufacturer narrative:
Unit received with operating currents within specification. Unit passed functional testing including the self test, rewind, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test and delivery accuracy test. Unit received with cracked keypad overlay at select button. Unit received with minor scratched display window, case and keypad overlay. Unit received with a glue like substance at the belt clip rails. Unit received with damage serial number label.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the customer received emergency medical assistance due to low blood glucose on (B)(6) 2018 with blood glucose of 20 mg/dl at the time of the incident. The customer was at 129 mg/dl at the time of the call. The customer was given liquid glucose to treat. The customer experienced symptoms such as sweating, convulsions, and seizures. The customer was wearing the insulin pump during the incident. The customer uses auto mode on their pump and believes the pump is over delivering insulin. Troubleshooting was completed. The insulin pump will be returned for analysis.